Event description:
It was reported that a spectrum pump had an inoperable keypad. It was also reported there was no pt involvement.

Manufacturer narrative:
Manufacturer ref: (B)(6). Baxter received and evaluated the device. The device was found out of specification in relation to the inoperable keypad, which was reproduced. The device eval confirmed the on/off, setup, ok, run/stop, #0, #1, #2, #3, (.), #4, #5, #6, #7, #8 and #9 key to be inoperable caused by a failed keypad. It was observed when any remaining functional keys are selected, an automatic output of the setup key will occur following the selected key's function (e.g. When the soft key is pressed the soft key's function will be followed by the setup key's function. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.